Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent an anterior repair procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.